Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the system log file showed malfunctioning of flexvision pc. Fse noticed that the flexvision pc was turned off and re-create image store had to be completed after database consistency repair was completed. Upon further inspection, the fse found that the issue was with flexvision pc image store database. The fse turned on the flex vision pc and recreated the image store. After recreating the image store database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and re-created the image store. The device was returned to use in good working order.